Manufacturer narrative:
9/5/97-supplemental report 31 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was applied during a low anterior resection procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.